Event description:
The physician implanted a resolute onyx drug-eluting stent to a severely calcified proximal lesion in the rca. The device was inspected before use with no issues noted. The lesion had been pre-dilated twice up to 20 atm¿s. Following implantation of the resolute onyx stent, the physician reported there was ¿bad apposition¿ noted in the medium segment and the stent was post dilated. After that, the physician performed stent boost and the result was reported to be perfect. Approximately 4 weeks later the patient went to the hospital again to treat the left coronary. The physician reviewed the artery that had been previously treated and reported that the resolute onyx stent had a ¿big bite¿ in the proximal part. The physician reported that this may have been caused by calcium crushing the stent. The physician post dilated the stent using a non-medtronic balloon and the result was good. The patient is reported to be good post procedure. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image evaluation: images of the initial stent deployment confirm the tight lesion in the proximal rca with stenosis, with eccentric calcification through the proximal vessel. The lesion is very short, and has curved surfaces. As reported from the account the lesion was pre-dilated to 20 atms of pressure with a semi-compliant balloon. The resolute onyx stent was delivered and during stent deployment the mid-stent portion appeared to be resistant to expansion. This was most likely due to the calcium burden in the vessel. The region of incomplete stent expansion is the same region where the "bite" is observed during the follow up imaging. The stent was post-dilated and during post dilation there appeared to be a small void in the region of the stent where the "bite" was subsequently reported. Repeated ballooning resolved the stent profile and the void anomaly inside the stent. The anomaly or "bite in the stent is evident on the procedural images. This void or "bite" is located at the region where the side branch vessel is located and where the incomplete stent expansion was observed during stent deployment. The stent profile does not appear to have changed since the completion of the index procedure. Ballooning inside the stent at the region of the void /bite appears to resolve the issue, without changing the profile of the stent. Therefore this suggests that the void in the vessel inside the stent was most likely a thrombus. (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (severe calcification). No results available since no evaluation was performed. (Device not returned for evaluation). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (severe calcification). Unable to confirm complaint (device not returned for evaluation). (B)(4).